Event description:
The user facility reported seeing a small blood leak in the cardioplegia circuit heat exchanger coil. The blood loss was reported to be minimal (5 to 10-cc) and no intervention was deemed necessary. The procedure was reportedly completed successfully with no patient complications.